Manufacturer narrative:
Date sent to the FDA: 2/9/2024. Additional b5 narrative: it was reported that the patient underwent removal surgery on (B)(6) 2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2008 and mesh was implanted. The surgeon noted there were dilated loops of bowl in the hernia sacs which was lysed down from the hernia sacs as well as the margins of the fascia. The fascia incision was extended to connect the multiple hernias that were causing the problem. After the sacs were excised and removed, the bowels were lysed all around. There was adhesions between the bowel loops stuck together and dilated bowels above the mid ileum area. It was lysed and freed completely to the point of obstruction. After that the adhesions were lysed all around.¿ it was reported that the patient experienced bowel obstruction and pain. It was reported that the patient had hernia repair surgery on unk date and (B)(6) 2000 and mesh 2x was implanted. Other products was captured in separate file.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/10/2024. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 01/21/2024. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.